Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump alarmed that the cartridge volume was low and that the patient replaced their cartridge in forty-eight hours instead of seventy-two hours. Additional information was received that indicated that when the patient changed pumps the issue did not recur and that the pump was currently working. It was reported that medication was administered continuously via a subcutaneous route. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one cadd ms3 pump was returned for analysis. Visual inspection performed, and product found with broken rear housing. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. The customer's reported problem was verified. During investigation the pump was inspected and found that the rear housing was broken at the cartridge thread where the black cap goes. According to the investigation the device passed all functional tests. Further investigation of the pump determined that the rear housing was broken by customer and the root cause of the alarm for cartridge volume low. Therefore, the rear housing will be replaced. The front housing will be replaced as part of the repair process. According to the investigation, the customer's breaking of the rear housing led the reported problem. The problem source of the reported problem is unknown. The problem source of the reported problem is unknown.